Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735585, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection utilizing optical navigation, the camera of the navigation system did not establish a connection with the system. Additionally, the navigation system attempted to connect to the electromagnetic interface box. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.